Manufacturer narrative:
Electrode belt (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under his front therapy electrode (te) pad. The patient's skin was red and tender. The patient's physician prescribed a cream and advised the patient to temporarily remove the lifevest. Follow-up indicated that the patient had ended use of the lifevest.